Event description:
It was reported that this product was explanted due to an unknown anomaly. Additional information was requested, and this investigation will be update when further information becomes available. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested but no further information was available.

Event description:
It was reported that this product was explanted due to an unknown anomaly. Additional information was requested, and this investigation will be update when further information becomes available. No additional adverse patient effects were reported.